Manufacturer narrative:
Combination product: yes/

Event description:
Lead was explanted due to subclavian crushing. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The insulation was found squeezed and damaged 42 cm distal to the is-1 connector pin. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the is-1 connector was found damaged, which probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.